Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the rep that the staples of the ems instruments jammed. The case was completed using another instrument. There was no consequence to the pt.